Event description:
It was reported that the patient had a fall on (B)(6) 2023, after a recent pacemaker adjustment. The patient also recently had an annual check-up (MRI/CT, etc) prior to the fall (details not provided). The patient lived in a rural area and visited the local emergency department at which time there was no one available to properly check the pacemaker system. The patient was informed that she needed to wait until (B)(6) 2024, when her regular physician would be available. Technical services discussed that if the patient was experiencing symptoms, she could travel to another emergency department; however, it would be necessary to confirm the presence of a healthcare provider that could properly check the pacemaker beforehand. Nothing of note was observed in the patient's prior device transmissions and no injuries were reported due to the fall. The pacemaker remains in service. Implant of the pacemaker system and was adjusted in-clinic. The patient was scheduled for a device check on (B)(6) 2024.